Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device had a transmitter failed error. No additional event or patient information is available. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of a permanent out of range signal was confirmed. The root cause was determined to be a failed transmitter.